Event description:
The service report shows that the device failed the leak test while performing an eval of the device. The co service tech inspected the device and replaced the piston guides. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.